Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim: the patient was admitted to the hospital on (B)(6) 2024 for treatment of an orthopedic condition, and when the charge nurse gave the patient an infusion to replace the indwelling needle on (B)(6) 2024, she found that the needleless closed infusion connector was not working, and she immediately gave a new needleless closed infusion connector, which did not cause any adverse effects to the patient.

Manufacturer narrative:
Four 2000e samples were received without packaging for investigation. The customer reported that they were unable to flush a smartsite from lot 19055217. A visual inspection of the returned samples did not identify any obvious product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing using a 50ml bd plastipak syringe from stock; during testing one of the returned samples was confirmed to be occluded, with a complete occlusion identified; no issues were identified during testing of the remaining three samples. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19055217 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was however also noted that the expiry date of lot 19055217 was may 2022. A definitive root cause for the customer's experience could not be determined in this instance, however as the product had expired approximately two years prior to the smartsite being clinically used, it is unlikely that a manufacturing defect may have contributed to the customer's experience.

Event description:
Additional information: the flow was completely blocked.

Manufacturer narrative:
Additional information: event details added to b5. . Investigation results: four 2000e samples were received without packaging for investigation. The customer reported that they were unable to flush a smartsite from lot 19055217. A visual inspection of the returned samples did not identify any obvious product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing using a 50ml bd plastipak syringe from stock; during testing one of the returned samples was confirmed to be occluded, with a complete occlusion identified; no issues were identified during testing of the remaining three samples. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19055217 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was however also noted that the expiry date of lot 19055217 was may 2022. A definitive root cause for the customer's experience could not be determined in this instance, however as the product had expired approximately two years prior to the smartsite being clinically used, it is unlikely that a manufacturing defect may have contributed to the customer's experience. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.